Event description:
The tech alleged that the foot lever for emergency trendelenburg position is not functioning. No pt impact.

Manufacturer narrative:
The tech replaced the emergency trendelenburg valve to resolve the issue.